Manufacturer narrative:
Device passed rewind test, a21 error test and displacement test. No unexpected a21 alarm, rewind anomaly or reset time or date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer replaced battery and insulin pump had unexpected restart, a cold reset was performed alarms. Customer's blood glucose value was 110 mg/dl. Customer stated that the time was advanced. Customer stated that they were able to clear the alarm. Customer stated that they were not able to complete insulin pump rewind. The device will be returned for analysis.